Event description:
Customer reports one pt sample that resulted positive for rubella igg two times by original method, and negative when tested on other analyzers. The following pt data was provided - same sample used for all testing: initial result gave 2.9 ie/ml (negative) by different analyzer. In 2008, resulted at 29 (positive) by initial methodology. (No units of measure provided). At about 9 days later, resulted at 4.5 iu/ml (negative) by different analyzer. Three days later, resulted at 25.48 (positive) by initial methodology. (No units of measure provided). At about 5 days later, sample tested three times by different analyzers giving 6 iu/ml (negative) once, and 5 ie/ml (negative), twice. No information provided to determine if pt was adversely affected. If additional information is received, appropriate notification will be provided.